Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and non functional. The patient also noted stimulation changed due to posture. The patients ipg was replaced and will not be returned. The patient was doing well postoperatively.